Event description:
During pvp laser ablation of the prostate, it appeared there was a small foreign body consistent with the tip of the obturator sheath. The procedure was stopped. Two small foreign bodies were removed. Subsequent fluoroscopy showed a radiopaque area near the pubic symphysis. Flat plate x-ray suggested a possible small foreign body. A catheter was placed for 3 way irrigation. The small opaque foreign body still appears on imaging obtained at subsequent one and two week intervals. At this time, the patient continues to be followed. It remains unclear if what is seen on imaging is retained fragment. Also unknown at this time if any further intervention will be needed.